Event description:
25g-24_clinical trial study. Mild increase in iop (left eye) following phacoemulsification +iol implantation+posterior capsulotomy +vitrectomy, with membrane peeling, endolaser, fluid-air exchange with c3f8 gas injection. This is the second event associated with the same surgery. First report was submitted as 2518435-2025-00035. Onset date of first event was 04/29/2025, this second event onsite date is 06/03/2025. Both events are reported as "recovered".

Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.